Event description:
It was reported that one implant failed after robotic placement. The area was grafted, and the implant was replaced.

Manufacturer narrative:
The device was not returned. The implant failure was reported by the user. Logfile analysis was performed and there was no indication of a loss of accuracy of the device or device error that could have resulted in the issue noted. A definitive root cause for the implant failure could not be determined based on limited information available. Per logfiles, the osteotomy was completed to 10.29mm and the implant was placed with the device to a max depth of 8.43mm. Possible reasons for implant failure could be associated with insufficient bone quality, poor oral hygiene, overheating the bone during the drilling process, or other medical or lifestyle choices (smoking or other health conditions).